Event description:
It was reported that the patient presented at the emergency room with report of shock episode without symptoms. Device interrogation was taken and reviewed, and chest x-ray showed the right ventricular (rv) lead had dislodged. The x-ray also showed the right atrial (ra) lead has pulled back. Device therapies were turned off prior to lead revision. The following day the rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).